Event description:
Customer reported a high blood glucose reading of 600 mg/dl. Customer expressed high blood glucose symptoms of headaches, excessive thirst and frequent urination. He stated that the drive support cap appeared normal. Customer found no air in the tubing and no leaks. Customer ran a manual prime and stated that insulin did exit. The basal rates and bolus wizard settings were correct. Customer was unable to perform a high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.